Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can patient demographics be provided to include age, weight/ bmi, and gender? What were the indications for the sigmoid colectomy? Did the patient receive any preoperative chemotherapy or radiation? Was there a pre-existing colostomy? Were there any issues with device use/ firing? Did the anvil come off after firing? Was there any difficulty removing the device? What specific steps were taken to open and remove the device? How many total 360-degree counter-clockwise revolutions of the adjusting knob were used to open the device? As it was noted that the ¿the surgeon elected not to perform the colostomy reversal,¿ was the new anastomosis taken down and converted to colostomy? What is the current status of the patient?

Event description:
It was reported that during a sigmoid colectomy with an intended colostomy reversal they went to remove the device and the anvil came off and remained within the patient. The surgeon went back into the colon and successfully retrieved the anvil. Out of precaution the surgeon elected not to perform the colostomy reversal at the time and wait until the patient healed to perform at a later date. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 02/26/2020. D4: batch#: t5cg45. Additional information was requested, and the following was obtained: can patient demographics be provided to include age, weight/bmi, and gender? A: I don¿t know if the hospital will share. What were the indications for the sigmoid colectomy? A: there was a stricture in the sigmoid colon. Did the patient receive any preoperative chemotherapy or radiation? A: unknown was there a pre-existing colostomy? A: yes, the colostomy was made with the transverse colon. Were there any issues with device use/firing? A: no. Did the anvil come off after firing? A: yes, the anvil came off while trying to remove the device after it was fired. Was there any difficulty removing the device? A: no. But again, the anvil stayed in the patient after it was removed. What specific steps were taken to open and remove the device? A: I don¿t know at this time. How many total 360-degree counter-clockwise revolutions of the adjusting knob were used to open the device? A: I don¿t know at this time. As it was noted that the ¿the surgeon elected not to perform the colostomy reversal,¿ was the new anastomosis taken down and converted to colostomy? A: the new sigmoid anastomosis was not converted to a colostomy. The patient already had a transverse colostomy. The procedure was to do a sigmoid colon resection (for a stricture) with anastomosis. Then, take down the transverse colostomy and create another (a second) anastomosis with the transverse and descending/sigmoid colon. Dr. (B)(6). Elected to leave the transverse colostomy in place out of caution because of the issues he had with the circular stapler. The donuts and leak test from the sigmoid anastomosis were ok. What is the current status of the patient? A: I don¿t know as of today, but when I spoke with dr. (B)(6). After it happened, he said the patient was doing fine. The only thing to add is that I spoke with dr. (B)(6). Yesterday and he said the patient is doing fine. They are planning to do the colostomy take down in a few weeks. Device analysis: the analysis results found that the cdh23p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, while weld separation was found on the shrouds around the battery seam, the shrouds held the battery in place during the testing. Hence it was concluded that the weld separations did not affect the function of the device. The event described could not be confirmed as the anvil could be reattached and removed after firing without any issues. No conclusion could be reached on what caused the weld separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.